Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated overnight low blood glucose events, with sensor readings trending downward at bedtime despite a light meal earlier, and they received troubleshooting and education on treating and monitoring to maintain glucose within target. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond self-treatment, and no alarms. Investigation included review of available user-reported data and case records. Investigation of this case revealed that the specific cause of the low glucose events remained unclear. It was concluded that no device malfunction could be confirmed and that user education on hypoglycemia recognition and management was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.